Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer service provided information and assistance to reset the pump, successfully resolving the issue, and instructed the caller to contact them again if the malfunction code reoccurred, which it did not. Customer continued to use the pump without further issues.